Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) for a self initiated ventricular tachycardia (vt), the atp accelerated the rhythm. The rhythm was successfully converted with shock therapy. Technical services (ts) provided a review of stored episodes. This crt-d remains in service. No adverse patient effects were reported.